Manufacturer narrative:
Section b5: additional information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that procedure used was spine. There was no impact on patient and there was 45 min delay to the procedure.

Manufacturer narrative:
(H3,h6): manufacturing representative(rep) went to the site to test the system, telephone assistance provided to manually open gantry door during case on 10/30/2025. Upon arrival to checkout system on (B)(6) 2025, rep observed gantry door was in the open position. Rep powered on the system and was successfully able to perform door close and open functions. Performed a inspection of the rotor and gantry door mechanical components with no abnormal findings. Rep did observed broken sections on gantry lower door cap and l sidewall covers which are documented in other case. Invalidated/ rehomed the motion controllers, and continued to test door function with satisfactory results. System checked out to satisfaction. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000138. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that during surgery, the system gantry was unable to open. As a result, a patient was stuck inside the gantry. The site performed a manual opening of the gantry using the ratchet to remove the patient. However, at the time of call, the gantry was unable to open or close. This was occurred intra operatively. There was a patient present. No additional information was provided.